Event description:
A follow up with customer was conducted in regards to his hospitalization. The caller stated that he remembers having low blood glucose at the time, but also he had spinal meningitis too. The customer stated that he is doing well, and he is on a low carbohydrate diet. The customer mentioned being hospitalized four years ago, but he was not using the current insulin pump. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.